Event description:
It was reported to boston scientific corp that a resolution clip device was used during a post polypectomy clipping in the colon, performed on (B)(6), 2009. According to the complainant, during the procedure, the clip prematurely detached from the catheter and fell into the pt. The clip was retrieved with foreign body forceps in order to clear the site for application of another clip. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).